Event description:
Pt reported the device system was removed due to infection. Hcp confirmed the onset of the infection was 9/06. Pt symptoms included redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the lead track. Cultures were obtained from the device pocket and the type of organism found was staph aureus. The pt was treated with both IV and oral antibiotics, and total device system explant. The infection resolved. The devices were not returned to the MFR for analysis.